Event description:
Leakage from clave port reported. Received report of undocumented incident of "150cc bolus IV fluid being given. Fluid backed up and soaked pt's bed and gown." Add'l info was requested, but no add'l info was available.